Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako camera failure case type tka. Additional information, as per mps: the entire surgery had to be converted into a conventional one as the camera breakdown happened before the start of the surgery. Since there was no standby camera available at that time nor the camera could be repaired by the service engineer, the entire surgery was converted into a conventional one after trying to rectify the fault for around 30 min. Per the mps: was the patient under anesthesia at the time of the issue? Yes.

Manufacturer narrative:
Reported event: mako camera failure. Device evaluation and results: (B)(4)could not be completed as the information was not provided. Three communication attempts were made with no response from the rep. Product history review: (B)(4) could not be completed as the information was not provided. Three communication attempts were made with no response from the rep. Complaint history review : (B)(4) could not be completed as the information was not provided. Three communication attempts were made with no response from the rep. Conclusions: the failure mode could not be confirmed because the product was not available for evaluation. Three communication attempts were made and appropriate information was not received. If device and/or additional information become available, this investigation will be updated. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Mako camera failure. Case type tka. Additional information, as per mps: the entire surgery had to be converted into a conventional one as the camera breakdown happened before the start of the surgery. Since there was no standby camera available at that time nor the camera could be repaired by the service engineer, the entire surgery was converted into a conventional one after trying to rectify the fault for around 30 min. Per the mps: was the patient under anesthesia at the time of the issue? Yes.